Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
It was reported there are small black spots on the products.photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 .manufacturing site: 9618003.